Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Device inspection results are unavailable because the subject device was not sent to olympus. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the user operated the suction while the distal end opening space was near the surface of mucosa, which caused mucosa to suck into the cover. When the user tried to remove the device in this situation, the mucosa got damaged by the edge of the cover. It is also likely the cover got cracked on tear-off line by inappropriate attachment of the cover to the device. When the distal end was pressed to surface of mucosa in this situation, the mucosa got caught in the cracked cover and damaged even though suction was not operated. This caused injury. There is no information indicating misuse. The user may have prevented the event because instructions for use (operation manual) provides the following: important information ¿ please read before use: examples of inappropriate handling: applying suction with the distal end of the endoscope in prolonged contact with the mucosal surface, with higher suction pressure than required, or with prolonged suction time may cause bleeding and/or lesions. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope, tissue got caught in the disposable cap when the physician was at the gastro-esophageal (ge) junction pulling air out of the stomach. The planned procedure was completed. No patient injury or medical surgical intervention was reported. The physician reported concern that the stiffness in the scope has been compromised and it¿s difficult to navigate through duodenal strictures as it starts looping into stomach while you try to advance through the stricture.